Event description:
It was reported that the user¿s ilet pump generated "alert 38" indicating consecutive stalled motor while using the same batch of cartridge, connector, and a dry run pushed 165 units; the user was instructed to switch to a completely new batch of supplies with a reported blood glucose of 401 mg/dl. Customer care provided support that included a recommendation for a new batch of supplies. Investigation of this case revealed an unclear cause of the stalled motor alert with no confirmed hardware failure, and the event was associated with insulin delivery interruption in the infusion set or related disposable components. Symptoms included polydipsia, dry mouth and nausea associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.